Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field d9, h3, due to character limit in e1 event site address is (B)(6). The customer reported on that, while using the cardiosave, the alarm messages "auto-fill error" and "calibration not possible" appeared. After switching to the cs300, the errors disappeared and the device was used without any problems. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released.

Manufacturer narrative:
Due to character limitation in e1 (event site address): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported during use that the intra aortic balloon (iab) displayed auto fill error and calibration not possible alarm messages. There was no patient harm or injury reported.